Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received the customer received pump error 49 (history pointers failed. The history pointers are corrupted) and power loss alarm. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. The customer reported receiving a power loss alarm. Current battery has been in pump for at least 1 hour. Customer received another alarm after replacing battery. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1885 was requested, and customer response was the device will be returned.

Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: unscannable serial number label. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. The pump was received without a battery cap. The pump passed the displacement, sleep current measurement, active current measurement, and self tests. No unexpected restarts or pump error 49s were noted during testing.. No unexpected ¿low battery¿, ¿replace battery¿, "insert battery", ¿battery failed¿, or "power loss" errors were noted during testing either. Thump software was utilized and uploaded trace/history files successfully for the most part but with some parsing errors in the pump history file. The pump history file lists a whole bunch of pump error 25s on 03/08/25 @ 22:00:00, 22:10:00, & 02:00:00 and on 03/09/25 @ 02:15:00, 06:00:00, 06:10:00, & 06:47:00. The adapt tool lists the following battery related alerts/alarms around the event date: 58=failed battery test--whole bunch on 03/09/25 starting @ 23:09:25. The case was cut open. Did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. The pcba1 j6 internal battery connector was not pushed down all the way in its socket. In summary, the customer¿s report of pump error 49s was not confirmed but that of power loss alarms was confirmed during testing. The power loss alarms (pump error 25s) are due to a loose pcba1 j6 internal battery connection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.